Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system displayed a fatal error message. The technical support specialist inspected the db was bloated and performed full database resynchronization to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system displayed a fatal error message. The customer stated that this malfunction occured while dispensing medication to the patient and caused a delay in patient work flow. There were no adverse events or injuries reported based on this incident.